Event description:
The customer reported that the 9600 system had a precharge fault error and the keyboard locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call.